Event description:
The device was used during a laparoscopic hysterectomy procedure. The clips did not form properly. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.